Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one month post implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. The physician reported wound dehiscence from the lateral pocket, while the xiphoid and superior sternal incisions appeared to have healed normally. Reportedly the patient was of large mass and exhibited a large fold of tissue over the pocket site incision. Antibiotics were administered and no further adverse patient effects were reported.